Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the day prior the patient experienced a blood glucose of 500mg/dl, associated with an alleged history settings issue. Reportedly, the patient remained on the pump and self treated with insulin via injection. During troubleshooting with customer technical support, it was revealed the patient had received maximum daily limits alerts. The patient¿s maximum two hour limit was set too low and lead to a series of stoppages in delivery. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.